Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an external device. The reason for call was patient reported experiencing issues for the past 10-15 minutes trying to turn on the communicator to check their battery strength but they¿re getting ¿communicator not found¿ message and they repeatedly pressed 'retry' but the communicator would not connect. Patient also attempted to adjust their intensity for their pain by pressing the down or up arrows. However, 95%-98% of the time, when they pressed the arrows, the screen go off and display 'communicating'. It kept cycling back and forth no matter which button they pressed, and it wouldn¿t turn back on at first, but eventually it did. Patient mentioned they¿re getting too much stimulation from their neck and back, extending down to their leg and they needed to adjust their intensity quickly. Agent had patient close all running applications, turn airplane mode 'on' and 'off' and patient confirmed that bluetooth was enabled. Patient stated that the communicator light was flashing green and blue back and forth. Agent had patient plug the communicator into the wall outlet and the communicator still flashing green and blue. Agent had patient reset and turn on the communicator, launch mystim app and attempt to connect. Patient stated that after half an hour, they now see "communication in progress". Patient confirmed they were able to connect to the implanted neurostimulator, view their therapy information and adjust their intensity settings. Agent had patient close all running applications, turn on wireless recharger (wr), launch recharger app and attempt to connect. Patient confirmed that the implant battery was 100% with recharging excellent. For the event date, patient stated they¿ve been fighting it for a few days. Agent reviewed information. The troubleshooting steps that were taken on the call resolved the issue.